Event description:
Per the clinic, the patient experienced a performance decrement and loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2013; not july 23, 2013, as previously reported. This report is filed july 4, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. This report is filed january 24, 2014. Device not yet received by manufacturer.